Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported two false positive events, see related case for the second false positive reported by the customer. Customer reported his wife received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 21399h, cartridge serial number (B)(4), and cue reader serial number (B)(4). The individual tested negative with a subsequent cue covid-19 test on (B)(6) 2022. Additionally, the individual tested negative with bioiq test (sample sent on (B)(6) 2022, results reported on (B)(6) 2022). The individual did not have symptoms or known covid-19 exposure but was recovering from covid-19 from (B)(6) 2022.